Event description:
It is reported by the end user of an open area to peristomal skin at one o'clock area that measures approximately one inch and drains clear to blood fluid. Per the end user, this was originally where the loop rod was. There was a little scab after the rod was removed that has grown into this one inch open area.

Manufacturer narrative:
Additional information received november 17, 2015. The product associated with batch 2g01564 was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional event information available. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. End use reports using stomahesive powder and protector barrier wipes, and stomahesive strips. Also reports trying coloplast wafers. End use was referred to physician. No additional information has been provided to date. Should additional information become available, a follow-up report will be submitted.